Event description:
The pt stated that he observed infusion set tubing partially separate at the luer-lock connection on three occasions in the past two weeks. He stated that his blood glucose level had risen to the "400 mg/dl range" during the occurrences. He reported that his blood glucose level was "typically in the low 100's (mg/dl)". He described his symptom of elevated blood glucose as, "I feel heavy". To reduce his elevated blood glucose level during the occurrences, he stated that he replaced his infusion set and administered an "insulin injection". The pt acknowledged awareness of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.